Event description:
It was reported that when inflating the probe's cuff, it blew. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no discrepancies. Functional testing found leakage of the device observed coming out of tears in the cuff. The root cause of the issue could not be determined but the most probable cause was the cuff was damaged after it left the manufacturing facility. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).